Event description:
A port vaxcel pasv was placed for therapeutic purposes in 2003. In 2004, the catheter portion of the port severed near the twist-on lockiing collar. The catheter fractured completely from the port body and was retrieved during a separate radiology procedure. The port was replaced.